Event description:
It was reported that there is a broken bur inside of the attachment. This was found in a repair bin at the user facility. No further information could be provided.

Manufacturer narrative:
The broken pin was confirmed on return of the attachment to (B)(4). The definitive root cause of the issue remains unknown.

Event description:
It was reported that there is a broken bur inside of the attachment. This was found in a repair bin at the user facility. No further information could be provided.